Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced an asymptomatic mesh exposure in the vagina. The patient underwent surgical excision of the mesh. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.